Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the loop was broken and the ends frayed. It was noted that the condition of the returned unit was consistent with the complaint incident that the wire loop broke. Based on all gathered information, the complaint investigation conclusion code selected is operational context, which indicates that the complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the peg tube was pulled back through the patient's mouth down to the esophagus into the stomach out to the stoma site, it was noticed that the loop at the end of the tube was broken. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.